Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. Per tandem user guide: ensure you first fill syringe with insulin before removing air from cartridge. Removing excess air can affect pressurization and affect how the pump delivers insulin. Per tandem¿s user guide ¿the single-use disposable cartridge can hold up to 300 units (3.0ml) of insulin.¿

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was using cold insulin, was overfilling the cartridge, and was performing the cartridge fill process incorrectly. Tandem technical support educated customer on cartridge/insulin labeling and proper load technique. Additionally, it was reported that the insulin gauge was incorrect. Customers blood glucose ranged from 240-360 mg/dl. The customer loaded new pump supplies to resolve the issues.